Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after the impella device was explanted and a clot was noted at the apex. As a result, the patient received drug treatment. Per the physician it is unknown whether it was caused by the impella device. The patient ultimately recovered and mechanical support was no longer needed. No further information was provided.